Manufacturer narrative:
It was reported that the safari2 guidewire is not expected to be returned for failure analysis. Lot traceability was provided. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received a follow-up medwatch report may be submitted.

Event description:
As reported by the distributor, patient was undergoing a transcatheter aortic valve replacement. Event description: it was reported that: after the deployment of the accurate valve and during the withdrawal of the delivery system, the safari guidewire was stuck into the delivery system. The guidewire and the delivery system were removed together outside the patient and disposed. What was the patient condition following the procedure? Stable